Event description:
Customer indicated that sodium results for some specimens were not correlating with repeated sodium results ran on another instrument. Customer indicated that the results from the other instrument were provided to the physician for treatment decisions. The field service engineer verified the system was functional and was unable to determine the root cause of the event.